Event description:
The customer reported the reagent probe a on the unicel dxc800p synchron chemistry analyzer dripped and the leak was contained within the instrument. Leaking hardware component in which sample results could potentially be affected. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have an exposure control or risk management plan in place. On the day of the event, a field service engineer visited the customer and replaced tubing from probe to a/b valve and that resolved the issue. The cause of the event was a leaking tubing which was replaced by the fse.

Manufacturer narrative:
(B)(4).